Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#1627487-2018-02581. It was reported as the physician was explanting the patient¿s leads, one lead frayed and the 2 distal electrodes were sheared off ((B)(6) 2018). The electrodes were left implanted. It is unknown which lead was sheared, therefore both leads are being reported.